Event description:
It was reported that revision surgery was performed due to pain, weakness of the legs and hips, elevated cobalt-chromium levels, fluid accumulations around the hip and metallosis.acetabular loosening and inhibited mobility also reported.